Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric procedure the device was placed on the cystic duct; jammed and would not fire. This was the initial firing, the surgeon switched to a competitor's device and completed the procedure. There was no patient consequence reported. There was no or contact provided for additional information, the device was left in the materials department.

Manufacturer narrative:
(B)(4).